Event description:
It was reported that on (B)(6) during an atec sapphire procedure was performed, and the device lost suction during the biopsy procedure, and the physician is unable to confirm if calcifications were retrieved, and may need to repeat the procedure. No additional information is available.